Manufacturer narrative:
Lot #: this info was not provided during initial report. Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Add'l info has been requested.

Event description:
During a scoliosis case the surgeon tried to loosen the locking cap after final tightening using the matrix t25 stardrive shaft standard and the pangea torque limiting handle. Upon trying to loosen the cap, the screwdriver shaft broke and slipped causing injury to the pt's spinal cord. The pt experienced a dural tear, which was repaired. After surgery the pt experienced a partial temporary loss of leg movement, but recovered 36 hours after the surgery. Device is being retained by the hosp and will not be returned for eval.